Manufacturer narrative:
The investigation is still in process. We will communicate our findings regarding the cause of this event in our final report.

Event description:
It was reported that a vlift inside shaft tip fractured intra-operatively. There were no adverse consequences to the patient, but an unspecified surgical delay was reported.

Manufacturer narrative:
B.5 was corrected from 'it was reported that a vlift screwdriver inner shaft tip fractured intra-operatively.' To 'it was reported that a vlift inside shaft tip fractured intra-operatively.' D.1 was corrected from 'vlift screwdriver inner shaft' to 'vlift inside shaft'. D.3 was corrected from 'stryker spine-france' to 'stryker spine-us'.

Event description:
It was reported that a vlift inside shaft tip fractured intra-operatively. There were no adverse consequences to the patient, but an unspecified surgical delay was reported.

Event description:
It was reported that a vlift inside shaft tip fractured intra-operatively. There were no adverse consequences to the patient, but an unspecified surgical delay was reported.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Because the device was not returned, an exact root cause could not be determined. Possible causes include: too much mechanical energy (axial, insertion, removal, compressive, torque, cantilever) device used past life of device previously damaged device used implant not rigidly attached to inserter.

Event description:
It was reported that a vlift screwdriver inner shaft tip fractured intra-operatively. There were no adverse consequences to the patient, but an unspecified surgical delay was reported.